Event description:
Brush head was not tight. Coming off in mouth while brushing-oral-b rechargeable toothbrush handle [device breakage]. Case narrative: consumer stated over chat that brush head was not tight and coming off in consumer's mouth while brushing. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head was cracked...coming off in mouth while brushing-oral-b rechargeable toothbrush handle [device breakage]. Case narrative: consumer stated over chat that brush head was not tight and coming off in consumer's mouth while brushing. No injury reported.